Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used during a stent insertion in the ureter. During procedure, when insertion was performed, it was noted that the contour vl ureteral stent accordioned under the least amount of pressure from the pusher and was stuck in the guidewire when placement was performed on an unknown date. It was reported that the contour vl ureteral stent keeps shredding and breaking apart. The procedure was successfully completed using the original device. There were no patient complications reported as a result of this event.